Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 06/2018.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with bilateral pulmonary emboli, non-st elevation myocardial infarction and in conjunction with right knee surgery. Approximately four years and five months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the apex of the caval filter was at the level of the renal veins. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard denali filter was implanted below the renal veins at the level of l3. Approximately four years and five months later, computed tomography (CT) revealed that there was no caval perforation. The relation of the caval filter to the inferior vena cava wall was grade 1 consistent with tenting. There was no tilt. There was migration of the filter and the apex of the caval filter was at the level of the renal veins. There was a suspect non-displaced fractured strut at the left lateral aspect within the cava. Therefore, the investigation is confirmed for filter migration. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 06/2018). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with bilateral pulmonary emboli, non-st elevation myocardial infarction and in conjunction with right knee surgery. Approximately four years and five months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the apex of the caval filter was at the level of the renal veins. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.